Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. The reported short circuit could be confirmed in measurements conducted during investigation but could not be found due to damaged electrode wires. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The users performance with the device is affected. The user fell on 25-mar-21 and was not able to hear with the device since. The user was re-implanted on (B)(6) -2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected. The user fell on (B)(6) 2021 and was not able to hear with the device since.